Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer left the tandem wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging using the original charging supplies.